Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient hasn't had their stimulation on for 3 ½ weeks. They felt as if it wasn't working like they lost some kind of connection. They could feel in left hip down nerve that it runs as if there was some type of burning feeling in left hip or some kind of energy escaping. Patient services asked when the issue started and they said in (B)(6) 2021 they were slowly having questions about if the therapy was working. They had a telehealth meeting with their doctor in (B)(6) 2021. Their doctor asked if the therapy was working and they said yes in a hesitant way because they weren't sure. They said, they didn't feel tugging anymore in saddle bag area. Then two weeks ago they fell very hard and landed on their back. They were very sore and didn't think much of it. They think they have something projecting into their back from the device. Feels l ike something hurts or is poking them. Feels might have broken part of the device. Uncomfortable in back. They need to be physically checked out. Patient services sent email to field staff to call them to set up an appointment at the doctor's office to be checked.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the device was not broken. The manufacturer representative (rep) came to the office and tested normal at the device.